Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient identifier, age or birthdate and weight of patient are not known) on (B)(6) 2010. According to the complainant, post procedure, it was noted that a burn had been sustained on the patient's right thigh. Clinical follow up information revealed that the burn was sustained as a result of tubing left on the thigh, the burn was categorized as "2nd degree", a tenaculum was used to maintain a cervical seal, there were no alarms or error codes, there was nothing unusual about the patient's anatomy, the patient was dilated to 7mm and the burn was external on the inner thigh. There were no further patient complications reported.